Event description:
It was reported that during a colectomy procedure, the surgeon fired the device and did not hear the crunch. Surgeon opened the device and then reclosed and fired the device and heard the crunch. When the surgeon removed the device, there was only one donut. Surgeon performed a temporary colostomy and will bring the patient back in later for an evaluation and see when it would be a good time to reverse the colostomy. There was no additional consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.